Event description:
It was reported that during the implant attempt, the lead dislodged from the initial implant site and could not be securely implanted. The lead also had high and unstable threshold measurements. The lead was not used and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.